Event description:
It was reported that the burr was stuck in the lesion. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.15mm rotalink burr was selected for use. During the procedure, 3mm past the first bend in the vessel, it was noted that the burr became stuck in the lesion. The device was directly removed from the patient's body with slight resistance. The procedure was completed with a different device. No patient complications were reported and the patient was stable post procedure.

Event description:
It was reported that the burr was stuck in the lesion. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.15mm rotalink burr was selected for use. During the procedure, 3mm past the first bend in the vessel, it was noted that the burr became stuck in the lesion. The device was directly removed from the patient's body with slight resistance. The procedure was completed with a different device. No patient complications were reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of the rotalink burr catheter. The handshake connection, sheath, burr, and coil were visually examined. Inspection of the device presented no damage or irregularities. The rotalink advancer that was used in the procedure was not returned for analysis. Functional testing was performed with a test advancer which was connected to the rotablator control console system and was able to reach optimum speed with no issues and there were no abnormal noises or leaks. There was no damage to the device, the burr was able to rotate and reach optimum speed during functional testing, and the clinical circumstances could not be replicated.